Event description:
It was reported that stent damage occurred. A 2.75x24mm synergy drug-eluting stent was selected for use. However, when the device was taken out from the hoop, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. Synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts from the mid-section to the distal end stretched distally over the tip. The undamaged crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x24mm synergy drug-eluting stent was selected for use. However, when the device was taken out from the hoop, it was found that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported.